Event description:
Additional information received reported the implantable neurostimulator (ins) had two "corrupt areas" on its circuit board. This was determined through analysis of the data done by engineering. It was stated that these errors caused the session history to always be deleted, and the stimulation parameters to "sometimes" be deleted when the ins was interrogated with the 8840 programmer. It was further stated the ins should be replaced because the "possible loss of stimulation (due to the loss of stimulation parameters) was too risky in the situation the patient was interrogated by another clinic where their stimulation parameters were not known." It was indicated the ins would "probably be replaced in some weeks." It was noted the ins was currently working, in terms of therapy and the patient had "good" therapeutic effect. No further information was reported. If additional information is received, a second follow up report will be sent.

Manufacturer narrative:
Late MDR due to system issue with FDA. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device had been explanted. The explant date was unknown. A follow up report will be sent if additional information is received.

Event description:
It was reported that the patient's device was working fine. However, every time the device was interrogated with the 8840 programmer, it indicated "invalid data detected, screening and session history deleted". Thus, after interrogation the device always had to be reprogrammed because all former data was lost: session history, screening data, patient data, and electrode configuration. The problem even occurred if a different 8840 programmer was used. The health care provider (hcp) decided to perform a physician recharge mode (prm) to reset and the situation changed "a bit". After the prm, only session history and the screening data were deleted after interrogations. There were no patient symptoms or injuries. Two days later, it was reported that the problem had always occurred ever since the first successful interrogation "after/during" implant. There was no known notable event that was identifiable as the root cause. The next day it was reported that the patient had no magnetic resonance imaging (MRI) scans and no radiotherapy that may have caused the problem. On (B)(6) 2012, it was reported that there was an uncorrectable electrically erasable programmable read-only memory (eeprom) error that was preventing 8840 programming. Additional information received on (B)(6) 2012, reported that the patient was scheduled to have her device replaced due to the error. The scheduled replacement date was not given.

Manufacturer narrative:
Analysis of the device, model 37601, serial no (B)(4), found hybrid eeprom anomaly. An error message was observed on the 8840 upon interrogation: "invalid data has been detected. All screening and session history will be cleared." An initial review was taken before and after. After interrogation, all parameters and history were cleared from the ins. A pmr was performed with an insr and stopped after roughly 10 seconds (soft por). The functionality of the ins was tested after the pmr. Good, stable output was observed on each electrode pair on a scope. Output matched the programmed settings. The ins was sent down to mtc to determine the cause of the failure. Mtc concluded the reported failure was due to a fault in the eeprom (u6). (U6) testing confirmed stuck bits (all 0¿s) for an entire column (addressing xxxc). The stuck bits in eeprom (u6) caused various crc errors that cleared several parameters ( electrode configuration, stimulation parameters, history and patient data, and more) when an interrogation by the 8840 programmer was executed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.